Manufacturer narrative:
The reported complaint of a user advisory - "(ua)20" (drive shaft out of range) error message on the autopulse platform (serial # (B)(4)) was confirmed during functional testing and during archive data review. The investigation findings revealed that the root cause was due to the driveshaft not to be at "home" position in which is likely attributed to user error. User advisory is the clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. User advisory (ua) 20 error message was due to the encoder drive shaft not being within the normally acceptable range of positions. Typically, if the user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message is not resolved properly, it leads to (ua) 20 because the drive shaft is not restored at the home position. Unrelated to the reported complaint, a bent battery compartment, a damaged top cover and a bent battery lock clip on the returned autopulse platform were observed during visual inspection. The returned autopulse platform was manufactured in august 2014 and has reached its expected serviceable life of 5 years. Therefore, these types of physical damages on the autopulse platform is likely due to wear and tear. The damaged parts were replaced. During archive data review, multiple ua20 error messages were observed on the event date, thus, confirming the reported complaint. Initial functional testing failed due to ua20 (drive shaft out of range). To remedy ua20, the drive shaft was rotated back to "home" position by using the administrative menu. During re-evaluation, the returned autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The ap platform passed all functional tests and it is ready for clinical use. Historical records were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, customer reported the autopulse platform (serial # (B)(4)) displayed a user advisory - "(ua) 20" (position out of range) message upon powering on. The crew was unable to clear the advisory. No patient involvement.